Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins). It was reported that there was a 375 ins recharger (insr) code which indicates antenna failure. It was stated that patient was having difficulty charging and it was reviewed that it was likely related to the 375 code. It was also reported that the implant battery goes down too quick. It was reviewed that at the next appointment, the health care professional (hcp) can check and see if battery depletion was normal based on patient settings. No patient symptoms were reported. A replacement insr antenna was sent to the patient. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating the cause of the implant going down to quickly was not determined and no actions/interventions had been taken but they had a backup device in their possession from the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the night prior before bed the patient's ins charge level read 50% and this morning when the patient woke up, the ins charge level was 25% and the caller wondered why. The caller asked how long 25% would last and requested information was received. The caller stated "so you are saying it is unpredictable" and stated "it's hard to figure out what you should do". The caller stated if it shut off, he had too much anxiety to function. The caller confirmed the patient's stim had shut off a few times before. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.